Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Additional classification codes: mni, kwp, kwq, nkb. (B)(4) lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Telephone number unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the reported rod was used on (B)(6) 2011 as 1st surgery. The sales representative heard that a second surgery will be planed on (B)(6) 2017 because of breakage of the rod. The operation to remove the broken implant was successfully done on (B)(6) 2017. All the broken pieces were confirmed to have been removed, patient¿s postoperative process has been going well so far. Revision surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: review of the provided picture did show the broken rod. Based on this the complaint was rated as confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. Root cause could not be defined due the missing material. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.